Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what is the procedure name and initial procedure date? (B)(6), lap salpingectomy. What prep was used prior to product application? Unknown. What was the location and incision size of the application? Trocar ports. Was a dressing placed over the incision? If so, what type of cover dressing used? No. What date did the reaction occur on? (B)(6). What does the reaction look like and how large of an area does the reaction cover? Covered the area applied and spread, and there was oozing. Do you have any pictures of the reaction? Pictures available. Sent to product complaint 1 email box. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Applied steroid creme. Can you identify the product code and lot number of the product that was used? Unknown. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. If the patient is female, were they exposed to similar products, such as artificial nails? No. What is the most current patient status? Fine. Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions) denied. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes, a year before. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you have the photos to send to (B)(6)? What tissue was the dermabond placed? How was the dermabond used? Do you have photos of the current status of the reaction? Did the patient have a reaction 1 year ago when the product was used on patient? What site was the dermabond placed 1 year ago? Was the event from 1 year ago reported to ethicon? Complaint number?

Event description:
It was reported that a patient underwent a lap salpingectomy procedure on (B)(6) 2018 and topical skin adhesive was used. The patient developed an allergic reaction to the topical skin adhesive on (B)(6) 2018. The reaction covered the area that the topical skin adhesive was applied and spread. There was also oozing. Steroid crème was applied. The patient current condition is fine. Topical skin adhesive was used on the patient a year before. Additional information has been requested.